Event description:
Cardiac medication infused at a set rate of 4.6 ml/hr. A new bag was started at 2100. At 0600, IV pump began alarming. IV bag found empty. Upon review of the pump, the pump showed that there should be 194.1ml left in the bag. IV pump taken out of service and patient monitored for arrhythmia.